Manufacturer narrative:
Investigation summary: the complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6) ) had a "false positive" result. Customer reported receiving false positive results on certest sars-cov-2 assay, but a repeated run with biogx samples end in a negative result. Customer also reported that they also repeated a sample with certest assay was also tested on a different instrument and the results were negative. Service reviewed the database and determined that the issue is either storage issue or contamination and did not note any issue with the instrument. Review of device history record for instrument serial number, ct1042 is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on 05dec2017, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument ct1042 and no additional work order was observed for the complaint failure mode reported. No sample was returned for investigation, therefore returned sample analysis was not performed. Root cause cannot be determined with the information provided. The complaint is unconfirmed by service. H3 other text : see h10.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: viasure test " instrument ct1042 run 2672, sample a5, a7, a11, b4 and b7 were positive (smear 1) viasure test. After repeating (same smear) the sample was negative cm0114, run 2105, sample a5. Instrument ct1042 run 2672 sample b1 was positive (smear 1) viasure test. After repeating (same smear) this sample with biogx run 2649 instrument ct1042, position a10 was negative.".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470.

Event description:
It was reported that while using the bd max¿ system, bd max¿ instrument false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: viasure test " instrument ct1042 (B)(6) were positive (smear 1) viasure test. After repeating (same smear) the sample was negative cm0114, run (B)(6). Instrument ct1042 (B)(6) was positive (smear 1) viasure test. After repeating (same smear) this sample with biogx run (B)(6) instrument ct1042, position a10 was negative."